Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the bearings were wobbling was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the nose cone was discolored and was missing one of its color bands. It was further noted that the device heated up to (B)(4) degrees fahrenheit which is beyond specification of (B)(4) degrees fahrenheit. It was determined that this condition was caused by worn out bearings. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during inspection it was observed that the long attachment device bearings were wobbling. During in-house engineering evaluation it was found that the nose cone was discolored and missing one of its color bands and the device heated up. It was reported that there was no delay to scheduled surgical procedure due to the event and an identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.